Event description:
It was reported that the asymptomatic patient presented to the electrophysiology (ep) lab for extraction of the right atrial (ra) lead. Elevated capture thresholds were noted. The ra lead was extracted without complications, and a new ra lead was implanted. There were no adverse health consequences, the patient was stable.